Event description:
Caller reported inform system capillary blood result of 106 mg/dl at 16:58, lab result of venous blood drawn at 17:05 in edta tube of 57 mg/dl within 10 minutes. At 03:30, using same venous/edta sample, meter result was 12 mg/dl, lab result was 13 mg/dl. Caller reported the meter/strips passed valid control tests. Reported no adverse event. A request was made for the return of the strips.